Event description:
It was reported that a continu-flo solution set leaked. The leak occurred from the bottom of the set after connecting to the patient's catheter. There was no patient injury, medical intervention, or adverse reaction that was reported with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.